Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an empty opened labeled winding former and a used needle-suture piece of product code sxpp1a401. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and a side of the fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on what caused that the fixation tab had been broken before use. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and barbed suture was used. During the surgery, after opening the package, it was found that a half of the fixation tab had been broken before use. There were no adverse consequences to the patient. Upon evaluation of returned device, it was found used and fixation tab broken.